Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that during service of the ventilator a pressure regulation high error code was found in the diagnostic logs. No patient involvement event date not specified; estimate used.

Manufacturer narrative:
Report date: 07feb2019. Date rec'd by MFR: 06feb2019. A data acquisition (da) printed circuit board assembly (pcba) was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 16jan2019. Date received by manufacturer: 15jan2019. The philips service engineer (se) inspected the device and confirmed the reported issue. The data acquisition (da) printed circuit board assembly (pcba) will be replaced to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.